Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The medical investigation concluded that, without the requested clinically relevant documentation, a thorough medical investigation could not be performed. Per the peri-loc vlp va lps surgical technique,¿locking screws can be angled and locked up to 15°in any direction and accepts 3.5mm cortex or locking screws and/or 5.0mm osteopenia screws¿for the 3.5mm locking screw insert the universal drill guide handle with 2.7mm variable angle drill guide into the desired screw hole. The drill guide is correctly aligned when its star-shaped tip engages with the five tabs in the hole. Adjust screw trajectory by rotating the tip of the variable angle drill guide 360° within the plate hole and up to 15° in any direction. Drill accordingly with either the short or long 2.7mm drill bit depending upon plate type and location¿. The root cause and patient impact could not be assessed. Should relevant clinical documentation become available, the medical assessment may be re-evaluated at that time. A review of complaint history did not reveal additional complaints for the listed device. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include improper surgical technique or mating feature sizing. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during surgery, it was decided to place a medial plate (posteromedial) and another side plate of the same system 3.5 vlp. After communicating the doctor that the plate was blocked with 15° angulation, it was processed to drill with the drill of 2.7 to locate screws, but after performing it several times and in different holes, no screw locked in the plate. It is decided to put on this plate only cortex screws. It is unknown if there were any delays in the procedure.